Event description:
The accounts maintenance stated the right head siderail will not latch in the up position due to a broken weld. No injury.

Manufacturer narrative:
A replacement siderail assembly was sent to the account. Repairs have not been completed.